Event description:
Allegations of breast and chest pain, hardening, fibrosis and chronic inflammation in the breast tissue surrounding breast implants, disfigurement caused by scarring and loss of breast tissue during explanation surgery, fatigue, myalgias, arthralgias, cognitive dysfunction, headaches, sleep disturbances and chronic low-grade fevers.